Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by a sales representative via email that two ar-1927pst-475 peek corkscrew ft anchors broke during insertion. The surgeon did not tap. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation summary: complaint allegation is confirmed. One unpackaged, ar-1927pst-475, batch 15213971, was received for investigation. Visual evaluation confirms that the anchor is detached from the device and is broken. Functional testing couldn't be performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.